Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump changes the time and date unexpectedly. Their diabetes trainer noticed the times are different on carelink report. The customer was sleeping one time and when they woke up the time had changed. The time on the insulin pump advances. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump programmed the current time and date then monitored for several days. The time and date functioning properly. No program or reset anomaly during test noted.